Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (smith & nephew), identified the root cause to be due to fatigue loading, weld breakage, and wear. No further investigation is required. Complaint information and investigation provided by smith & nephew.

Event description:
It was reported during an unknown patient procedure that the device broke during cup impaction. No adverse events were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.